Manufacturer narrative:
The follow up was initiated to clarify the impact on patient's health and the investigation is ongoing. Supplementary reports will be submitted upon availability of any additional information.

Event description:
Device got hot and created a blister behind the patient's ear.

Manufacturer narrative:
No further information was received from the hcp after several contact attempts. The device was not returned for analysis and it was not possible to perform root cause analysis. However, similar risks of device overheating already exist in the risk file. There were no complaints or service history for this device prior to this incident. The manufacturer will observe for trends. This is the final report.